Manufacturer narrative:
The calibration and qc results were acceptable which gave no indication of a reagent issue. Analyzer performance testing was done and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 rack analyzer. The initial result was 0.100 miu/ml with a data flag. The repeat result was 118.4 miu/ml with a data flag. The questionable result was reported outside of the laboratory. The reagent lot number was 470489 with an expiration date of 30-sep-2021.